Manufacturer narrative:
Calibration data from 04-mar-2025 was acceptable. Qc data from 14-mar-2025 was acceptable. Sample material from a patient was submitted for investigation. This sample is likely not from "patient 1" tested on (B)(6) 2025. The sample was tested on an analytics 3 instrument for the determination of vitamin d2, vitamin d3, and epimers. An isotope dilution liquid chromatography-tandem mass spectrometry (ID-lc-ms/ms) based reference measurement procedure was used at the investigation site. The sample was tested twice, and the following results were received: vitamin d3: 111 nmol/l and 112 nmol/l. Vitamin d2: 1.94 nmol/l and 2.02 nmol/l. Vitamin d total: 113 nmol/l and 114 nmol/l. Significant amounts of 3-epimer-25-hydroxyvitamin ds (d3) were detected in the sample. The results obtained during the investigation show that the high vitamin d total iii results are consistent with a significant cross reactivity against 3-epimers. Product labeling addresses the analytical specificity regarding the cross-reactivity claim for 3-epimers. The presence of 3-epimers is very sample-specific. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation did not identify a product problem.

Manufacturer narrative:
The e601 module serial number was (B)(6). The competitor method was siemens. Sample material was requested for investigation.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 6 pediatric patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e601 module. The customer is testing samples from premature babies. On (B)(6) 2022, "patient 5" initial result was 252.6 nmol/l. The repeat result was 256 nmol/l. On (B)(6) 2022, "patient 4" result was 266.9 nmol/l. On (B)(6) 2024, "patient 3" result was 219.5 nmol/l. On (B)(6) 2025, "patient 2" result was > 300 nmol/l. On (B)(6) 2025, "patient 6" result was 202.1 nmol/l. An example of discrepant results was provided for 1 pediatric patient sample (patient 1). On (B)(6) 2025, "patient 1" initial result was 277.6 nmol/l. The repeat result was 287.9 nmol/l. The sample was repeated by a competitor method in an external laboratory, and the result was 130 nmol/l. "Patient 1" was tested with reagent lot 828391, with an expiration date of 31-jul-2025. "Patient 2" and "patient 3" were tested with reagent lot 814274, with an expiration date of 31-may-2025. The reagent lot numbers used for "patient 4", "patient 5," and "patient 6" were not provided.